Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection, bradycardia and hypotension are listed in the xience pro everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the ostial proximal, 90% stenosed, de novo, left anterior descending (lad) artery, the 3.0 x 15 mm xience pro stent was implanted; however, a small dissection with plaque shift to the left main occurred. The patient experienced hypotension and bradycardia. A 4.0 x 15 mm xience pro stent was used as treatment and the procedure was completed without reported adverse patient sequela. No additional information was provided.